Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015-product analysis:the device was returned and evaluated by product analysis on (B)(6) 2015 with the following findings:the keypad was found to be torn. Evaluation revealed the up keypad button was intermittently responsive. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, a battery compartment crack was observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged that the up arrow keypad button was under-responsive. In addition, it was reported that the keypad cover was observed to be torn/punctured subsequent to the change in button responsiveness. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.